Event description:
Boston scientific received info that an unintended battery depletion (bd) error occurred due to an underflow condition following an appropriately delivered shock. No adverse pt effects were reported. Additional info was received that the pt was seen for a device interrogation with the new software. When the software updated, a red screen with an error appeared on the programmer indicating the software update had failed and there was no communication. However, the issues resolved after reinterrogating the device for a second time. Interrogation results confirmed the device was operating fine. The field rep downloaded device data to a san disk (sd) card and requested boston scientific technical services (ts) review to assure that the fault code was only due to the software update. Ts reviewed the files and noted another bd error had occurred as well as a charge time (CT) error. A review of the episode info showed the pt had a ventricular fibrillation (vf) episode (which lasted close to 100 seconds) the day before for which the pt received a shock, however, the CT was approximately 45 seconds. Ts discussed the device was detecting appropriately and correctly identified tachy beats, but had an inappropriate CT. Therapy delivered and successfully converted the rhythm. The device was explanted and is expected to be returned for analysis.

Manufacturer narrative:
This investigation is ongoing. When additional info becomes available, this report will be updated.